Event description:
Internal device testing found a problem with a component of a system accessory (5-1/4 magneto-optical storage drives on aegis). The refurbished mo-drives had an incorrect firmware version. Media written with this firmware is potentially incompatible with other drives and vice versa. Additionally, data on the mo media could be corrupted if read on a drive with different firmware resulting in loss of pt data.